Event description:
A discordant, falsely elevated insulin result was obtained on a patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). Two different sample tubes from the same patient had been provided, and the operator ran one sample from the alternate tube, and discovered the results did not match. The operator then reran a sample from each tube in duplicate, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated insulin result.

Manufacturer narrative:
The cause of the discordant, falsely elevated insulin result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The cause of the discordant, falsely elevated insulin result is unknown. Siemens is investigating this issue.

Manufacturer narrative:
Additional information (03/26/2013): a siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The cause of the discordant, falsely elevated insulin result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.